Event description:
A signal loss issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer experienced hypoglycemia and was unable to self-treat, requiring third-party administration of food and coca-cola for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Abbott diabetes care product quality engineering (pqe) investigated the alarm-2l (signal loss alarm) complaint. An attempt was made to replicate the user complaint and high/low glucose alarms were successfully received in the app (android 3.4.0.9487) using a known good libre 2 sensor and while the sensor was within range of the smartphone. No issues were identified with the librelink app. Therefore, issue is not confirmed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Sensor was scanned with reader to re-establish bluetooth connection and then placed 20ft (6.1m) from the sensor. Signal loss message was not displayed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted

Event description:
A signal loss issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer experienced hypoglycemia and was unable to self-treat, requiring third-party administration of food and coca-cola for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device using a samsung a 23 with android 13 operating system. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer experienced hypoglycemia and was unable to self-treat, requiring third-party administration of food and coca-cola for treatment. There was no report of death or permanent impairment associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.